Event description:
The user facility reported the vitrectomy cutter did not function properly during the procedure. They opened another pack and completed the surgery with no issues. There was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One opened (B)(4) pack from lot v3902 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was off center of the vent hold in the side of the cutter body by approximately 5 degrees. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not enter the port window. The cutter cannot cut in this condition. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.